Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient would underwent a due to lack of coverage. When the patient turned his neck, it would tug on the lead. One of the leads was damaged during the procedure and was replaced. The patient is reportedly doing well.